Manufacturer narrative:
During the onsite investigation, the svc tech updated the laser firmware. Root cause was identified as the need for updated firmware. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A surgeon reports, the laser no longer reacts; after sending the treatment data it is no longer possible to execute a function. No pt harm reported and no add'l info was provided.